Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the physician was unable to remove sterile water from the inflation/deflation port to remove the bakri tamponade balloon catheter from the patient. The balloon was then punctured using a needle to remove the sterile water to deflate the balloon and remove it. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. The investigation also included a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, specifications, and trends. One device was returned for investigation. The balloon catheter was returned with a drainage bag inserted into the balloon catheter. It was noted that the inlet of the drainage bag was blocking the inflation lumen. The drainage bag was removed and the balloon was inflated with water. Two leaks were noted in the balloon material. Under magnification, it was noted there are 2 separate puncture marks in the balloon material. The balloon deflated fine. History shows that the drainage bag being inserted too far into the balloon catheter and blocking the inflation lumen has caused difficulty with deflating the balloon. However, once the drainage bag is removed, the balloon catheter deflated without issue. The device history record was reviewed and there were no non-conformances noted. A review of complaint history revealed no other complaints associated with the complaint device lot number 8481283. The device is shipped with instructions for use (IFU), which states the proper warnings, precautions, and instructions for use. Per the IFU: balloon removal note: the timing of balloon removal should be determined by the attending clinician upon evaluation of the patient once bleeding has been controlled and the patient has been stabilized. The balloon may be removed sooner upon the clinician's determination of hemostasis. The maximum indwell time is 24 hours. Remove tension from the balloon shaft. Remove any vaginal packing. Using an appropriate syringe, aspirate the contents of the balloon until fully deflated. The fluid may be removed incrementally to allow periodic observation of the patient. In an emergent situation the catheter shaft may be cut to facilitate more rapid deflation. Gently retract the balloon from the uterus and vaginal canal and discard. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. Visual examination determined that the drainage bag inlet was inserted too far and blocking the inflation lumen. This prevented the device from being deflated. The reported deflation issue was related to product use / handling. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.